Manufacturer narrative:
A ge rep evaluated the sys and adjusted the input transformer to match the incoming voltage from the customer's electrical supply. The sys operates as intended.

Event description:
It was reported the system would alarm when attempting to power it up. No pt injury or death was reported.